Event description:
Device malfunction: filter basket recovery issue. Time of malfunction: during the procedure. Symptoms/ae:none. It was reported that the physician had difficulty advancing the recovery catheter 1. The physician felt the recovery catheter was catching on the stent. The physician removed the rci and used the recovery catheter 2 and the filter basket was successfully removed without further incident. No additional info was available.

Manufacturer narrative:
B5: study event.